Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following physician confirmed that the patient had not been seen in office since the time of the report; however, there were no known product performance issues.

Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they did not believe their cardiac resynchronization therapy defibrillator (crt-d) was working. They stated that the device would give them trouble if they laid on their left side. They said they could tell when it was working and they hadn't felt anything for a few days. The device remains in use. No patient complications have been reported as a result of this event.